Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Bilateral patient: litigation papers allege discomfort and pain. Additionally it is alleged the patient will need to have the devices removed. Update: (B)(6) 2012 - the sales rep has reported the revision surgery for the right side. Patient was revised to address acetabular cup loosening, pain and high ion levels. Update: (B)(6) 2012 - the sales rep has reported the revision surgery for the left side. Patient was revised due to pain.